Event description:
A hospital reported via a distributor that the heater wire of an rt219 adult breathing circuit became electrically open circuit after a few hours of use. This event occurred during patient use. No patient consequence was reported.

Manufacturer narrative:
The electrical resistance of the heater wire in the inspiratory tube of an rt219 adult breathing circuit was tested using a multimeter. Results: the resistance of the inspiratory heater wire showed an open loop connection due to a broken connection between the heater wire and one of the connector pins in the inspiratory tube. A lot check was not performed as no lot information had been provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of adult open circuit heater wire has a rate of occurrence worldwide in the last year.